Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received a flu shot and had vomiting, nausea, and diarrhea to the point of needing hospitalization. The flu shot occurred approximately the week of (B)(6) 2021. The rep was texting with the patient and on (B)(6) 2021 they were not feeling well and ended up going to the emergency room for dehydration and feeling ill on (B)(6) 2021. The patient turned off their ins during that weekend for three days and turned it back on (B)(6) 2021 after feeling better but needing pain relief. The patient in general was getting good therapy benefit when the ins was on. Recently the patient had symptom return (vomiting, nausea, and diarrhea), and he turned the ins off then within hours the symptoms improved. This made the patient think the stimulation system may have been part of the reason for getting sick. The patient found an article from the (B)(6) union related spinal cord stimulation (scs) and nausea. The patient would send the rep this, but it had not been received yet. The rep sent the clinical summary which did not list any reports of nausea. The rep also provided the manufacturer's medical affairs if the physician wanted more information. Additional information was received from the rep. The patient had been instructed to turn the ins off and have further investigation with the family physician first.